Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 694765 lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered a warning for measured low impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating impedance on the atrial pacing lead was beyond the expected lower range. Atrial pacing impedance dropped down to 0 ohms, and then back up to a trend in the 380-399 ohm range. On (B)(6) 2015, it drops down to 0 ohms and consistently remains at 0 ohms. No over-sensing observed in save to disk file. (B)(4).

Event description:
It was further reported that ra pacing impedance was observed at zero ohms. Review of the remote transmission showed that the p-waves were also at zero, and noise was exhibited on the atrial electrocardiogram. The lead remains in use. No patient complications have been reported as a result of this event.